Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, after the anchor impactor of the twinfix was passed, it broke inside the patient. It is unknown if the pieces were removed from the patient. The procedure was successfully completed without delay using a back-up device in the same bone hole. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72202597 twinfix ultra ha 4.5mm suture anchor product used for treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. If objective evidence becomes available, the complaint will be revisited. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. The reported surgical procedure was knee anatomy. Per instructions for use ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product/procedure failure that supported the allegation. Product met specifications upon release to distribution. No additional actions required at this time.

Manufacturer narrative:
One healicoil regenesorb 4.75mm suture anchor product was used for treatment and was returned for evaluation. Instruction for use contains precautionary statements and recommendations for proper use of product. Anchor and inserter were returned. The anchor was fractured. Distal threads were burnished and slightly compressed but no pieces were missing. The crack appears to be a torque fracture. The anchor was still mounted on the inserter. Upon removal, the inserter forks were attached but slightly flared from pressure as well. Per instuction for use: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ recommended prep instrument for normal bone condition is a 3.5mm spade tip drill (pilot hole) and a 4.5mm threaded dilator. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure to support the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.